Event description:
It was reported that fluid was leaking around the battery.

Manufacturer narrative:
Device was returned to the facility and is being forwarded to the mfg site for evaluation. Once investigation is complete a follow-up report will be submitted.